Event description:
Pt reports eyes were inflamed and had corneal damage. F/u attempts have been made for more info with no reply as of to date. This is being filed as unconfirmed corneal damage.

Manufacturer narrative:
This is being filed as unconfirmed corneal damage. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.